Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt developed hives around her ipg pocket site. F/u on the pt found that the pt was diagnosed with an infection at the ipg site, and she was treated with intravenous antibiotics. It was reported that the infection appeared to be improving. The pt's scs system has not been explanted. No further info is available at this time.